Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough extra floppy. Guide cath: 6 f heartrail jl3.5. Evaluation summary: analysis noted the stent delivery system (sds) was returned with the balloon loosely folded which is consistent with inflation of the balloon during the procedure. A non-abbott inflation device was retuned with the sds and was filled with gastrografin diluted 1:1 with water and was used to inflate the balloon to 16 atmospheres (atm), rated burst pressure (rbp), with no damage noted to the balloon; however, the balloon would not completely deflate. The deflation times did not meet manufacturing criteria using the returned indeflator and a new abbott indeflator. In this case, as reported in the initial inflation attempt, the balloon was only inflated to 4 atmospheres (atm) which at this pressure would not fully inflate the balloon to nominal outer diameter which is 8 atm. Thus, appears to have contributed to the appearance of the reported inflation issue. Additionally, the stent was fully deployed when the pressure was increased to 12 atm. Analysis of the returned device confirmed the slow deflation with the non-abbott returned inflation device used in the procedure and also with an abbott inflation device. It is possible that there could be contamination inside the inflation lumen or inflation port obstructing the flow of contrast; however, this could not be conclusively determined. Analysis also noted two bends in the hypotube 8 cm proximal to the guide wire exit notch and 4 mm distal to the strain relief tubing. There was no other damage noted to the sds. The noted bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Difficulty inflating/deflating the sds can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, kinks, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. The product is 100% inspected for damage and leak tested. Additionally, a sampling of units is destructively tested for proper balloon inflation and deflation. A review of the lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to the reported incident. Additionally, a query of the complaint handling database was performed and there were no other incidents have been reported for inflation issue or deflation issue for this lot. A conclusive cause could not be determined.

Event description:
It was reported that the lesion was in the left anterior descending artery. The vessel had no tortuosity, no calcification, and was 90% stenosed. Pre-dilatation of the lesion was performed using a 2.75 x 15 mm non-abbott balloon catheter. The 3.0 x 18 mm xience v stent delivery system (sds) was advanced, with no noted resistance. The xience v sds balloon was pressurized up to 4 atmospheres (atm); however, the sds balloon and the stent implant did not appear to be inflated/expanded at all on angiography. The pressure was increased up to 12 atm and the stent was finally expanded after pressurizing the sds for quite a long time. The balloon was then deflated; however, it took 90 seconds to deflate the balloon. After the procedure was completed, the xience v sds was inflated and deflated outside the patient body as an experiment and the same issue was observed. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).